Event description:
Patient underwent afib ablation procedure and developed pericardial effusion. Pericardiocentesis performed. Patient was admitted for observation of pericardial effusion and fluctuating afib; hospital stay prolonged by 8 days.